Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had black screen. A field service engineer replaced drawer control board and open close sensor for the drawer 6 (full-height) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medsurg2 appeared to be non-functional with a black screen and no power. The customer attempted multiple troubleshooting steps, including unplugged the unit, reseated the power cable, and switched to a different power source, but the station does not power on. The refrigerator and auxiliary tower still have power; however, they were unusable because the main medstation was down. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.